Event description:
A patient implanted with a trial evoke spinal cord stimulation (scs) system reported experiencing new pain and numbness in the groin, bladder, and buttocks region. The patient was evaluated at the emergency department, where a computed tomography (CT) scan was performed to exclude cauda equina syndrome, which returned negative findings. Steroids were prescribed to relieve pain. The leads were removed on (B)(6) 2025.